Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
Hill-rom technician found the bed had no head up function. The head up valve was stuck. He replaced the head up valve and the bed functioned properly. The bed functioned to specs after he replaced the head up valve.